Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, lines were observed across portion of the display. The lcd assembly was found to be faulty. The lcd screen was replaced and the unit functioned as designed., corrected data:

Event description:
It was reported that multiple lines going through the screen. No known impact or consequence to patient.